Event description:
Surgical removal of a failed right temporomandibular joint prosthesis. The joint prosthesis was placed on 10/2/90; some months later an FDA alert was issued and the patient was closely monitored. When it was noticed that the degenerative changes were appearing on the candylar head it was elected to remooved the prosthesisdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.